Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery takes more than 1 hour to charge from 60% to 100%. Customer's blood glucose level was 193mg/dl. Reportedly, the customer would upload the pump to t:connect so this issue could be investigated by tandem technical support, however the customer did not upload to t: connect. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.